Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the fenestrated bipolar forceps (fbf) did not present any problems during the surgical procedure. Breakage was identified at the time of washing. There was no reported injury.